Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" and "implant capsule and tissue were adhered to implant." Device has been explanted.

Event description:
Healthcare professional reported left side "deflation" and "implant capsule and tissue were adhered to implant." Additionally, healthcare professional reported "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional/changed and/or corrected data: d.1, d.4, d.10., g.1., h.3., h,4, h.6. Device evaluation: visual analysis of the returned device identified white particles, calcification -like on device outer surface, black particles in device outer surface and creases. A leak test and microscopic analysis was performed which identified one striated opening. Fill inspection was performed and identified no blockage was in the valve. A creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process.based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Additionally, healthcare professional reported "any creases".